Manufacturer narrative:
Inspection and testing found the gap in the adhesive was due to deterioration caused by chemical stress applied during the cleaning, disinfection, and sterilization (cds) process. In addition, the nozzle was deformed, the adhesive at the light guide lens was discolored, the distal end cover was dented and had a sharp edge, the bending section cover was cracked, the connecting tube was scratched and the coating was peeled, the grip unit was scratched, the scope body was discolored, the scope cover was scratched, the switch box unit was discolored, the paint was peeling from the air/water nut and suction cylinder nut, the up/down and right/left knobs were discolored, the universal cord was scratched, the connector was discolored, there was play in the angulation of the up/down and right left knobs, and there were missing parts of adhesive around the nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the scope to olympus for annual inspection. During inspection and testing, a gap was noted in the adhesive at the distal end of the scope. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 01-mar-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the reported event is like due to deteriorated plastic cover glue due to influence of physical stress/chemical stress from device handling and/or storage environment or, external stress such as hitting or dropping was possibly added to the device. The event can be detected/prevented by following the instructions for use which state: operation manual: important information: please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 5.1 storage: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.